Event description:
A pt in (B)(6) displayed symptoms of a dialyzer reaction twenty minutes into a dialysis treatment. The pt became hypotensive with nausea and vomiting. Treatment was stopped without returning the blood in the extracorporeal circuit resulting I an estimated blood loss of 270 ml. The pt was administered hydrocortisone and piriton. The patient's symptoms subsided and treatment was later continued on a different dialyzer.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 25.584 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. One similar complaint was reported for this lot number, following this event.